Event description:
On november 10, 1997, a patient underwent a hysteroscopy procedure for removal of scar tissue from the uterus. The physician used a curved loop electrode to remove the scar tissue. The procedure was successfully completed and no problems were noted. On 7/15/98, the patient returned to the hospital for additional consultation and treatment since she is infertile. When the patient was x-rayed, a foreign body was visible near the fallopian tube. Upon further examination of the x-ray, the shape of the foreign body was determined to be a curved loop, which broke off during the hysteroscopy procedure on 11/10/97.